Event description:
It was reported that the procedure was to treat a 75% stenosed lesion in the right common iliac artery with mild calcification. A guide wire was advanced, but resistance was met after it crossed the target lesion, due to calcification in the distal portion of the target lesion (farther from the target lesion). The 10 x 30 absolute pro stent delivery system (sds) was advanced to the target lesion, but it became stuck with the guide wire in the descending aorta. The sds was removed, and the guide wire lumen was flushed twice. The sds was re-advanced, but resistance was met in the same area of the guide wire. The devices became stuck and were removed from the anatomy as a unit. When the sds was pulled from the guide wire, resistance was met. A new guide wire and sds were used, and the lesion was crossed without issue. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided. The physician commented that he does not know if the issue was with the absolute pro or the guide wire.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the reviewed information, no product deficiency was identified.